Event description:
It was reported that a tandem mobi cartridge alarm occurred while delivering a bolus with a new pump on its first day of use. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reload the original cartridge and resume insulin therapy, successfully resolving the issue.